Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: qa analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was fluid in the inflation lumen and the balloon. The stent was dislodged and returned on the stylet inside the protective sheath. There was no damage noted to the stent. The balloon was tightly folded. There were faint crimp marks on the balloon between the markers. There was no damage noted to the catheter. The tip seal length met manufacturing criteria. A laser micrometer was used to measure the outer diameters of the stent. These met manufacturing criteria. Pin gauges were used to measure the protective sheath inner diameters and these were within specification. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that after the stent delivery system was placed in the pt, it was noted that there was no stent on the balloon and the delivery system was removed from the pt. The stent was found located on the stent delivery system mandrel. Results from qa analysis' (qat) visual inspection confirmed stent dislodgement, as the stent was returned on the stylet, inside the protective sheath. The balloon was returned tightly folded with fluid in the inflation lumen and in the balloon. This is consistent with the report that the catheter was placed in the body and inflated. Faint crimp marks were present on the balloon, between the balloon marker bands, indicating that the stent was properly positioned at the time of manufacture. Results from qat dimensional inspection found the tip seal length, inner diameter of the protective sheath, and the crimped stent outer diameters to be within device specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. No damage was observed to either the stent or delivery system catheter. Potential causes for this type of event, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the info gathered suggests any of these causes in the most likely cause, but from the case info and returned device analysis, this does not appear to be a manufacturing related issue, but a definitive root cause for the stent dislodgement in this case cannot be determined. It should be noted that the instructions for use recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. A review of the finished device lot history record did not reveal any non-conformances that could have contributed to this complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that after the stent delivery system (sds) was placed in the pt, it was noted that there was no stent on the balloon, and the sds was removed from the pt. The stent was found located on the sds mandrel. There was no pt effect reported. No additional event or pt info is available.